Event description:
It was reported that on (B)(6) 2012 a long-term catheter was implanted in the patient. On (B)(6) 2012, the catheter was found out of the patient's body. The cuff was still in his body.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of revg1020 showed (B)(4) other similar product complaint(s) from this lot number. All complaints for this lot number (revg1020) have been reported from (B)(4) facilities.